Event description:
The end of the blade broke during the surgery and went into the pt's nasal cavity. The broken piece was retrieved during the procedure, and another tricut blade was used to complete the procedure without further incident.

Manufacturer narrative:
A medwatch form was not received from the reporter. Any missing or incomplete data on form 3500a is the result of info not being provided or released by the reporter despite attempts to obtain the required info. This product was being used for treatment. This report is being filed because the FDA's concern regarding device fragments. No add'l surgical or medical intervention was required to remove any portion of the device. The instructions for use states that excessive pressure applied to the device may cause the device to fracture. Should a fracture occur during use, extreme care must be exercised to ensure that all fragments are retrieved and removed from the pt. Un-removed fragments may cause tissue damage to the pt. No pt injury was indicated. There is no remaining inventory of the reported lot number.